Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported rewind process takes longer, insulin pump was louder than it used to be, also has experienced no delivery alarms and was cracked near battery compartment. The device will not be returned for analysis.